Event description:
The physician used a wilson-cook savary-gilliard dilation device to treat dysphagia with schatzki ring near the ge injection. This procedure resulted in a mucosal tear with bleeding in the mid-esophageal area. The pt was reported to be in pain and was admitted to the hospital for radiographic studies and evaluation. Treatment was not necessary.